Event description:
It was initially reported that at a pump refill, the actual residual volume of (20 ml) was greater than the expected residual volume of 2.2 ml. The pump logs were checked; no alarms occurred and the pump had not been accessed/read since the last refill in (B)(4). The patient reported no symptoms of withdrawal and 'spasticity has been maintained without issue since may'. The healthcare provider (hcp) performed a cap (catheter access port) aspiration and successfully aspirated 3 ml of csf (cerebrospinal fluid). The patient was then sent for dye and rotor study. No issues were noted, 'all looked good'. The catheter was then primed and the pump was filled with 18 ml; the dose was restarted at 235.9 mcg. Drug delivered via the device was lioresal 2000mcg/ml. Patient was given instructions to go to ER if they were to experience an overdose. Later that evening, patient was vomiting and had lethargy. Patient visited the ER and per the managing hcp, the pump dose was decreased; pump was updated to minimum rate of 12.1 mcg/day and the patient was admitted for observation/stabilization. As of midnight, the patient was lethargic, somnolent, and had vomited. Per the reporter, assumption is there was a "clot" in catheter. The hcp who performed the dye study initially reported that 'all was fine' later indicated that 'it was a bit difficult to push the dye through at first'. They then suspected that 'they vacated the clot and then patient was able to start receiving lioresal again'. As of (B)(6) 2011, the 'patient doing great today, back to normal and discharged from ER'.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unk.